Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a white fibrous foreign substance and a black solid foreign substance remained in the nozzle. As a result of component analysis, it was found that the white fibrous foreign matter was cellulose, and the black solid foreign matter was a mixture of protein and cellulose. Cellulose can be fibers such as gauze and towels, and mold. It is likely to be derived from materials such as gauze and towels used during reprocessing. Although it is a mixture of protein and cellulose, the protein may be derived from chemicals or humans, and the cellulose may be fibers such as gauze or towels, or mold. Although it was not possible to identify it from this analysis, it is likely that none of the foreign substances originated from the endoscope, so it is possible that they entered the pipeline from the outside and clogged. It was confirmed that there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of the entire endoscope]. 8 visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Report source: other field to add the country japan. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object came out of the air/water nozzle due to insufficient reprocessing. In addition, the following observations were found during device evaluation: the up/down knob was out of the standard value due to wear of the angle wire. The adhesive on the bending section cover (a-rubber) had a crack and was chipped. The water supply volume did not meet the standard value due to clogging of the nozzle. Switch button one (sw1) and connecting tube had scratches. The user completed a survey stating they could not confirm the foreign material. There was no delay with the precleaning, and the air/water nozzle was flushed. The customer had flushed the air/water nozzle with detergent solution after the procedure during manual cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor air supply. Inspection and testing of the returned device found a foreign object came out of the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.